Event description:
It was reported that the sewing ring of the magna valve turned upon itself, impeding the lower cuff and preventing suturing and implantation. It was reported that the sewing cuff was torn during removal of the device. Reportedly, the event lengthened the surgery and pump run.

Manufacturer narrative:
Sewing cuff difficulties. The device has not been evaluated. The device has been received for evaluation; however, the evaluation is not complete.